Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter connector was defective damaged the following information was provided by the initial reporter, translated from chinese to english: on december 17, 2023, a nurse was replacing an indwelling needle heparin cap for a child, and while preparing the supplies, she noticed that the rubber cap of the newly prepared heparin cap was separated from the clear cap body, and immediately after the incident, the heparin cap was replaced again and checked for correctness before replacing it .

Event description:
No additional information provided.

Manufacturer narrative:
1. No defect sample was returned, and no defect picture was returned. 2. Review batch record information, 1) the complaint lot#2286528 was produced in the prn automatic assembly line, the production date is 2022-12, and the m860 packaging machine was packaged in 2022-12, and the batch of products totaled (B)(4); 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performed the function test on the retained sample of the complaint lot, which is pull test and leakage test. The test results are pass, see the attachment 1- the test report of the retained sample. 4. Root cause: due to no defect sample and no defect picture was returned, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.